Manufacturer narrative:
Other applicable components are: product ID 309328, lot# 0208173259, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient fell and therapeutic efficacy disappeared. The impedance was measured, but the nurse didn't remember the outcome. The action taken to resolve the issue was reprogramming, but the patient still had no efficacy. The patient's lead was implanted on (B)(6) 2014 and was replaced on (B)(6) 2015. The patient had a medical history of incontinence. The issue was resolved and patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.